Event description:
Procedure: lap cholecystectomy. "Patient undergoing lap cholecystectomy and reported a burn type injury on left thigh. Patient feels it was an electrical burn. Area blistered and wound deep."